Manufacturer narrative:
B3: event date unknown. E1: initial reporter phone: (B)(6). One device was returned for evaluation. Visual inspection revealed, the entire device slightly worn, the battery compartment damaged, the battery door damaged, the downstream occlusion (dso) gasket had an air bubble. And the dso, battery compartment, remote dose connector and ac adapter connector showed fluid ingression. No problems were found in the event history log. Functional testing was able to replicate the reported issue. The pump was found to be under-delivering. The root cause was determined, to be the expulsor. The expulsor was replaced. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device delivery rate was too low. There was unknown patient involvement and unknown patient harm.